Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 28-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported the patient was ventilated via tracheostomy on the intensive care unit (ICU) following cardiac surgery. The cuff was inflated and there had been no increase in oxygen requirement. Overnight the nasogastric tube (ng) tube became blocked possibly secondary to the administration of calcium resonium down the tube. The following morning, the ng tube feed was pooling in the patient's mouth. The ng tube was therefore removed and a new ng tube was inserted. The ph test of the new ng tube was in view of a small volume aspirate, a check chest x-ray was requested. The x-ray revealed the appearance of two tubes in the esophagus. One tube was clearly the replacement ng tube. The other tube had a smaller diameter, but followed the path of the esophagus. Radiological artifacts were excluded. This led the clinicians to suspect that the previous ng tube had actually ruptured leaving a retained fragment in the esophagus. This was confirmed by examination of the removed ng tube which had ruptured at the 45 cm mark. The remainder of the tube was removed from the oesophagus via an esophagoscopy. Additional information received (B)(6) 2018 stated the patient was "currently was still in the critical care unit and was weaning from the ventilator."

Manufacturer narrative:
The device history record for the reported lot number,78062, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One (1) used sample was not returned with the original packaging. Prior to decontamination, the sample was photographed to show how it was received. The sample came divided into two pieces. During decontamination, both ends of the tube were flushed. The proximal end flushed through smoothly without any resistance while the distal end of the tube did not flush smoothly and resistance was felt. During evaluation, the tubing was examined thoroughly, there were breakages and separation of tube. The separation and breakage was noticed to be on the 47cm marking of the tube. During further examination of the tubing concentrating on the distal end, the shape of the tube was exhibited to change in the 40cm marking, it apperaed wider/bigger than the 41 cm mark and up (until the breaking and separation area) it was hardened during the feel (touching the tube through the fingertips). The nasogastric (ng) tube was then cut opened on the 40cm marking and yellowish granulated like material was seen blocking the entire tubing openings. The breaking/burst area of the tube was also examined and exhibited the same foreign material. As for the ng tube broken/breaks reported issue: the tubing exhibited "ballooning" with complete rupture at the 47cm mark. The root cause of the reported issue could not be conclusively determined. However, this seems to be a user related problem since as per the instructions for use, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 06-may2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 03-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.